Manufacturer narrative:
Reported event of the device being melted and fragmented due to the harmonic scalpel is confirmed. The device will not be returned, but photographic evidence has been provided that appears to confirm the issue. A two-year lot history review could not be completed as a lot number was not provided. A device history record review could not be performed because a lot number was not provided. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame 661,024 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised the following: this device should only be used by surgeons trained in proper techniques for uterine surgery, diagnostic procedures, gynecological pelvic anatomy and placement of intrauterine retracting instruments. Read and become familiar with all instructions, warnings and precautions in the package insert before using the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2022 during a laparoscopically assisted vaginal hysterectomy and had cervical cup damage when used in conjunction with harmonic scalpel. The procedure was completed as normal with no delay. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further assessment found that the device melted, and a fragment fell into the surgical site. The fragment was retrieved with laparoscopic graspers. The reporter confirmed contact with the harmonic scalpel is what caused the device to melt. There was no known change in surgical outcome. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.